Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a left heart catheterization procedure. Reportedly, a proglide device was knotted when removed from the package and another proglide device would not deploy in the artery. The catheterization procedure was completed. Manual arterial compression followed by a femostop compression system were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.